Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. It was stated that the battery was changed several times and the insulin pump displayed a battery alarm error. It was stated that the buttons were unresponsive. Instructed the customer to remove the battery for 5 to 10 minutes. It was stated that the time was incorrect, and was not advancing. The customer's blood glucose reading at time of call was 362mg/dl. The customer stated that the customer's glucose level has not been high before until now. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.